Event description:
The customer stated that the cell-dyn sapphire hemoglobin syringe produced "failed to home" error message less than 12 hours after replacing the hemoglobin syringe. The customer removed the syringe to perform the syringe cleaning procedure, but found it extremely difficult to move the plunger in the barrel of the hemoglobin syringe. The customer replaced the syringe with a new syringe and obtained the "fail to home" error message. The issue was resolved by a field service visit to the customer facility. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 5 yrs ago. Vessel morphology from the time of implant is unk. It was reported that the pt presented with stent graft migration with the presence of a type I endoleak. The decision was made to explant the stent graft; however, the explanted stent graft was not returned for eval. Originally, the stent graft was implanted at a different facility than where it was explanted; however, no records were found. No add'l info was provided.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.